Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# d26640, implanted: (B)(6) 2012, product type: accessory. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4)

Event description:
The patient reported that there was an overdischarge and no troubleshooting or interventions had been done. The patient stopped recharging the implantable neurostimulator (ins) and the ins stopped working. There were no symptoms reported. The patient indicated that they did not wish to restart the stimulation. It was noted that it was a little bit after the implant, and a while ago, they could not narrow it down to a year. The patient had pain at the ins site. The patient went to the ER, had a CT scan, it was noted that the ins being off, the stimulation would not be a factor but that the ins position may be. The pain at the ins site was on (B)(6) 2015. Other relevant medical history contains, spinal pain and complex reg pain syndrome type I. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.